Event description:
A patient experienced horrible seizures in the evening hours, causing her to fall. She was taken to the hospital, where her vns was interrogated and found to have low battery. The patient's device was reportedly at near end of service - yes two months prior, per a company representative. The patient was referred for generator replacement surgery. The treating physician believed that the patient's seizure increase was caused by a combination of low vns battery and poor compliance with her valproic acid. The patient's seizure increase was above her pre-vns levels. Per the nurse, the physician reportedly could not communicate with the patient's device at the recent clinic visit. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient underwent generator replacement surgery. Preoperative diagnostics for the explanted generator were within normal limits, and the device displayed the intensified follow-up indicator and had not yet reached end of service. The explanted device was not returned to the manufacturer due to hospital protocol. No additional relevant information has been received to date.